Event description:
It was reported that the universal reciprocating saw attachment was broken during a zimmer institute hip and knee course. The device was broken during a primary mis posterior hip procedure. A synvasive 90x25x1.27 blade was being used at the time of the event. There was no harm to any user/health care professional. The reported event involved equipment in use for non-patient training purpose.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.